Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with post operative haze in right eye. Mixed dry eye, keratitis was observed. The patient was given topical steroid eye drops four times in a day for eight days. The patient was given sodium chloride hypertonicity ophthalmic solution to use two to three hours a day in the right eye. There are two reports for this patient. This report addresses patient rr's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. A root cause for the customer¿s reported event could not be determined conclusively, however occurrences of dry eye and haze are inherent to lasik (laser-assisted in situ keratomileusis) and other refractive surgeries; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the patient required management with topical corticosteroids, contact lenses scleral for one year until (B)(6) 2023, when they were suspended and long vision glasses and lubricants were ordered. The patient consulted on (B)(6) 2023, it was recorded that he was undergoing an episode of possible viral keratoconjunctivitis, but he also reported progressive improvement in visual acuity without correction and satisfied with the visual result at this time. Persistence of remnants of mild right eye paracentral haze and diffuse punctate keratitis. Lubricants and control were ordered in four months.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).